Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient did not update from preadmit to admitted. A technical support specialist found that the customer was not able to send the necessary messages to the patient. A technical support specialist provided steps to enable "show preadmission" patients on station to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device. The serial number, UDI and manufactures details kept blank since the given asset information found to be cce/facility liscence.

Event description:
It was reported that when using the pyxis medstation es system preadmit not updated and host did not send the messages. The customer stated that patient was still showing as preadmit after reinjected the correct admission, discharge, and transfer message. The customer stated that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.